Event description:
The customer reported that the system would display a regulator failed error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative retrieved the tarbal files. The system was tested and found to be working as intended and put back in service.